Manufacturer narrative:
(B)(4) product returned for evaluation. Investigation performed on (B)(6) 2016 result in; syringe needle broken off. Can not duplicate problem. Mlc-3: use error caused or contributed to event based on the post market review (B)(4) and review of the FDA's total product life cycle (tplc) - total device problems, for possible delay in administration of insulin. Reference - CAPA (B)(4). Note: manufacturer contacted customer on (B)(6) 2016 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call

Event description:
Customer called and stated that she noticed a bubble at the top of the syringe and believes the syringe to be defective. I verified that there has not been an adverse event related to this complaint. I will replace the syringes.